Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. The distributor functionality testing confirmed that the device was fully functional. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The patient's nurse described the irritation as a "burn" and "small red blisters" under the right electrodes. The nurse reported feeling that the device (specifically the electrodes) was defective and that the device should not "get hot and burn the skin". The patient's doctor ordered that the device be remove and gauze was placed on the affected area. The patient received a replacement electrode belt and it was reported that the skin irritation improved. The patient continued use of the device.